Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2008 and the mesh was implanted. Since insertion, the patient experienced rectal, buttock abdominal pain. The patient is still experiencing constant abdominal pain for a year now and unable to travel without a heap of tablets. It was also reported that the patient has episodes of cystitis and has been unable to have intercourse since insertion. It was reported that the mesh intimately associated with posterior bladder wall with a recurrent cystocele of the posterior bladder extending into the vagina with the mesh at the site appearing detached resulting in prolapse of the bladder wall inferiority and this may be causing clinical symptoms contributing of the recital discomfort. It was also reported that an underlying intussusception within the more proximal rectum cannot be excluded. Some of the rectal symptoms may however be due to the pressure effect of the inferior decent of the posterior bladder wall which is compressing through the vagina to the anterior rectal wall. Tightness of the vagina is seen and le stir muscle shows a le stir hiatus of 22 cm2. No further information is available.